Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp expired in 2000 after using the homechoice cycler for apd therapy. According to the hcp, they feels the hp's death may be related to calciphylaxis as well as repeated non-compliance, as the hp was not routinely performing apd therapy and did not take medications. Follow up with the hp's dr reveals that the hp was in the ER at the time of death due to cardio-respiratory distress, however, the cause of the hp's death is not known. The hp's dr also relates that the hp has a history of repeated non-compliance and has been previously hospitalized several times as a result. Both the hcp and the dr relate that no device failure or malfunction had occurred and they do not attribute the hp's death to the homechoice cycler, although they do not know what to attribute it to.